Event description:
It was reported the system had an ma on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.